Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd intima-ii y 20gax1.16in prn ec slm npvc had foreign matter (B)(6) 2025 at 7:25 a.m. Into the patient, hospital number: (B)(4), for preoperative preparations, ready to perform an intravenous indwelling needle puncture, open the outer packaging of the indwelling needle, found that the indwelling needle cannulae have a yellow foreign body attached to the puncture needle, and immediately replaced with another intact indwelling needle for the patient to perform a venous puncture, did not cause the patient any harm, and then reported to the medical devices adverse event. Translated with deepl.com (free version).

Manufacturer narrative:
1. DHR/bhr review(lot#4351727): 1)this batch of products were assembled at intima ii auto line 4 in jan 2025, and packaged at r240 package line in jan 2025. Work order quantity was (B)(4). 2)review the in-process test reports and outgoing test reports, and all test results meet the product specifications. 3)review the production records with no nonconformance, deviation or rework activities. 2. No defective sample and photos have been received for the complaint,the state of the foreign matter is unrecognizable. 3. Check the retained samples of this batch, no similar foreign matters were found attached. Please see attachment for the inspection report. 4. No similar complaints have been received from other hospitals regarding this batch of products. Conclusion(s): no abnormalities are found in the process and retained samples, and no similar complaints have been received from other hospitals regarding this batch of products. Since we have not received the defective sample, we cannot confirm the status and composition of the foreign matter, so the root cause of this defect cannot be determined. The plant will continue to monitor such defects.

Event description:
No additional information available.